Event description:
It was reported by service report that the pt left siderail linkage arm snapped in half. No pt involvement or adverse consequences reported.

Manufacturer narrative:
Siderail linkage.